Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a mildly tortuous, severely calcified lesion with subtotal occlusion in the proximal left main - lad. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported stent dislodgement occurred during delivery to the lesion. It was indicated that the stent was deployed using the stent delivery balloon and that the stent was further expanded using incremental sizes. No patient injury was reported.

Manufacturer narrative:
The resolute onyx did not pass the calcified lesion and fell off the balloon into the guiding catheter during withdrawal. It was also reported that the resolute onyx was not expanded and it crossed a second wire and retrieved using only wire to descend into the aorta where it was caught by a snare. If information is provided in the future, a supplemental report will be issued.